Event description:
Reported due to stuck device requiring surgical intervention. It was reported that after a left and right diagnostic heart catherization, the operator attempted to close an arteriotomy with a closer s device. A femoral angiogram was done prior to the procedure: the location was confirmed in the common femoral artery; vessel size was greater than five (5) millimeters; and disease was "less than fifty percent(50%)." No grafts, scar tissue, or prior arteriotomies in the target groin were reported. The operator reportedly experienced difficulty inserting the device which "snapped when she backed it out and tried again." It was reported that when fluoroscopy was performed to try to determine the cause of the stuck device, it was seen that "the distal guide was broken." It was also reported that when a vascular surgeon "tried to pull it out, the proximal guide broke." The pt was sent to the or for a spinal block and cut down to remove the stuck device. The pt's hospitalization was prolonged by a day as a result of this event. The pt went home and is reported to be "fine."